Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8110 (s/n (B)(6)), display of dosage reading at 11.22 ml. Dosage of syringe is at 12.2 ml was not identified during the customer call. Tech support recommended perform the preventative maintenance task in system maintenance and to verify if device operates within tolerance levels. Customer to calibrate device if tolerances are suspect. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device 8110 (s/n 17046270), display of dosage reading at 11.22 ml. Dosage of syringe is at 12.2 ml. There was no patient involvement.